Event description:
It was reported that a tourniquet was used on a setting of 300 mmhg on the upper leg during a nerve graft to the arm on a traumatic injury pt. The tourniquet was deflated after one hour. According to the readout on the machine, the tourniquet had already deflated, but did not alarm. It was noted at a later time that blood flow had not been restored to the pt's foot. The inflation tubing was then disconnected from the bottom of the tourniquet unit. Blood flow had still not been restored and it was discovered that the tubing had kinked after tourniquet inflation and had not deflated as expected at one hour. According to the customer, the prolonged tourniquet time (4 hours) caused thigh pain and edema which interfered with pt recovery and mobilization. Furthermore, the pt is reported to have developed compartment syndrome due to this event and is now in rehabilitation. According to the account, the pt has probable permanent damage due to the event. No other info has been provided regarding the specifics of the permanent damage.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. According to the IFU warnings on instructions to deflate reads "always disconnect and remove the deflated cuff from the tourniquet system after the procedure is complete." Also, an additional warning states "always remove the sleeve and other underlying materials after the procedure is complete." In this scenario, the account did not follow the IFU warnings. There is no indication that a device malfunction contributed to this event.